Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed stated arctic sun device was not heating and confirmed it had 113 (reduced water temperature control) alerts, system has 4664 hours and might be currently overfilled because biomed did not had cleaning solution and the water temperature was at 5 degrees idling. They were going to order solution before they refill the device to troubleshoot.

Manufacturer narrative:
The reported issue was confirmed. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be user not filling the arctic sun correctly. However, there was insufficient information to confirm this potential root cause. System has 4664 hours and might be currently overfilled because biomed did not had cleaning solution and the water temperature was at 5 degrees idling. They were going to order solution before they refill the device to troubleshoot. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "fill reservoir: fill the reservoir with sterile water only. Initial installation. Four liters of water will be required to fill the reservoir at initial installation. Add one vial of arctic sun® solution to the sterile water. From the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. From the hypothermia or normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Replenish internal cleaning solution contact customer service to order internal cleaning solution. To replenish the internal cleaning solution: drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. Refill the reservoir. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun® temperature management system cleaning solution to the first bottle of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that biomed stated arctic sun device was not heating and confirmed it had 113 (reduced water temperature control) alerts, system has 4664 hours and might be currently overfilled because biomed did not had cleaning solution and the water temperature was at 5 degrees idling. They were going to order solution before they refill the device to troubleshoot.